Event description:
It was reported, the subject device image displays gray and white stripes. The issue occurred during an unspecified procedure. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. A service history review was performed and found that the device was not repaired in the last 12 months for the same failure. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional findings include the fibre bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the video cable is broken and therefore stripes in image occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device image displays gray and white stripes. The issue occurred during an unspecified procedure. No patient harm reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.